Manufacturer narrative:
The reported issue was confirmed. The device was evaluated upon receipt. Neutral side connection between the ac main voltage circuit card and the power inlet module has blackened and melted. Replaced the ac power inlet module and ac main voltage circuit card. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. Labeling review is not required because labeling could not have prevented this issue. Root cause identified is covered/investigated under CAPA 1405844. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause -inadequate verification and validation activities of the crimping process. -single pull test did not provide stability of process. -evidence was not provided when requested for maintenance of records or crimp tools. -no crimp cross-sections provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device control panel would not power on. Per additional information updated from ttm, biomed stated when they try to turn s/n (B)(6) on, the screen stays black. Biomed had device with blank screen. Per additional information updated from ttm on 02apr2025, biomed stated they spoke to tech services yesterday and they were told they needed to reset the coin cell. They would like to know how to do that. They will create a quote to send the device in. It was not possible for the biomed to do this themselves. Per sample evaluation results on 28apr2025, neutral side connection between the ac main voltage circuit card and the power inlet module had blackened and melted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device control panel would not power on. Per additional information updated from ttm, biomed stated when they try to turn s/n (B)(6) on, the screen stays black. Biomed had device with blank screen. Per additional information updated from ttm on 02apr2025, biomed stated they spoke to tech services yesterday and they were told they needed to reset the coin cell. They would like to know how to do that. They will create a quote to send the device in. It was not possible for the biomed to do this themselves. Per sample evaluation results on 28apr2025, neutral side connection between the ac main voltage circuit card and the power inlet module had blackened and melted.